Event description:
A discordant, falsely low magnesium result and a discordant, falsely elevated potassium result were obtained on one patient sample on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who treated the patient due to the low magnesium and high potassium values. The sample was repeated on the same instrument and the magnesium and potassium results more closely aligned with previous results from the patient. It is unknown if there were any adverse health consequences due to the discordant magnesium and potassium results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated that there was hemolysis in the sample. The sample had resulted as expected upon repeat testing on the same instrument. The cause of the discordant magnesium and potassium results was poor sample integrity. The instrument is performing according to specifications. No further evaluation of this device is required.